Event description:
Have been told to draw up vaccine in safety lock syringe with attached safety needle, then administer vaccine to pt without changing needles - have noted consistently increase pressure needed on pt skin/ muscle so that "dulled needle" that has been through rubber stopper on vaccine vial can penetrate pt's arm. Pt's experiencing more discomfort than previously when needle removed after drawing up vaccine and fresh safety needle applied.